Event description:
The customer explained that the interlink site was cracked, which caused the blood backflow. She had just spiked a bag of normal saline and stepped away for a minute or two, and when she came back, she saw the blood backing up out of the injection site. The interlink site had not been accessed prior to the leak. She estimated that less than 2cc of blood backed up and confirmed there was no patient injury or medical intervention necessary. They have not observed this condition in the past, nor have they observed it since it was reported. No additional information is available.

Event description:
The customer reported to baxter corporate product surveillance of one interlink basic solution set in which leaking was detected from "a crack at the beige area where you would put the luer connector" during patient use on (B)(6) 2010. The customer stated that a blood backflow and leak occurred when the set was clamped in order to replace the set. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample arrived out of the pouch primed. The sample was spiked into a 1000ml solution bag containing reverse osmosis water. The sample was then re-primed which, confirmed a leak at the y site. The y site was then visually inspected under a microscope which showed a crack on one side running through and over the top of swage. The complaint will be confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.